Event description:
Additional information received reported the patient had spoken with a healthcare professional (hcp) over the phone, but they had not been seen or evaluated by the hcp since 2009.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient pulled the wires out in 2010 when he fell in his garage on his rear end. That night his leg started hurting bad. He used his machine and tried turning it up and the machine would not do it. He went to a healthcare provider (hcp) to test the battery and they said the battery was fine. The patient got a second opinion from a different hcp and they also said it was too dangerous to fix. The patient was now working with another hospital. He faxed them his x-rays and was waiting to hear what they could do about it. The patient mentioned again he weighed (B)(6) pounds 5 years ago and now he was at (B)(6) pounds because he could not eat. He did not know if that his upset appetite was caused by those wires. A hcp had put a camera down his throat and won the other way and the hcp said there was nothing wrong with him. The patient was still concerned about losing weight. He wanted to know if anyone else&#38112;appetite had changed if the wires were pulled out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a fall 2 to 2.5 years prior to the report. It was noted that their lead wires were pulled out of position as a result of the fall and their health care provider (hcp) was not willing to go in and fix it. The patient¿s hcp reportedly told the patient that the lead wires were melted into the spine and they could not fix it because it would be too dangerous. It was then noted that the patient was unable to eat since the fall and they thought that the lead wires were ¿arching¿ causing them ¿upset resulting in them not being able to eat.¿

Manufacturer narrative:
Concomitant products: product ID 7434, serial # (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3586, serial # (B)(4), implanted: (B)(6) 1997, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the lead wires got pulled out. They were not getting relief for their left leg either. The left leg was getting worse day by day. There was a fall that could be related to this issue. The stimulation issue was related to positional movement. When they were lying down if they lay on the ground and raised their feet up as high as they could it would turn on. They had pain in the left leg. The change in therapy or symptoms was gradual. The patient pulled the wires out of their spine and this was found out at the doctor's office three years ago. The patient would be seeing another health care professional (hcp) that wanted to try to fix the problem with their lead wires coming out. The patient had a fall when they were squatting in their garage and they fell and that was when it happened and zapped them. It was noted that 2 or 3 days later the ne xt day the leg was hurting so the patient turned it up and it would not do anything. It was noted that at the time of the report and laid on the ground and raised their feet up as high as they could it would turn on. The patient had gone from (B)(6) to (B)(6) pounds and their left leg was not being helped. The stimulator was for the left leg from when they severed two nerves, that was why the put it in but the left leg had been getting worse for 3 years. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient fell 2 years prior. When he fell, he pulled the wires out of his spine. Since the fall, the implantable neurostimulator (ins) had not been working for his leg. The patient was ¿losing his leg¿. The leg was an ¿inch and a centimeter¿ smaller than the right one. When the patient fell, he severed 2 nerves and the ins was to stimulate his left leg. If the patient laid on the floor and raised his feet as high as high as he could, he could get it to spark. Nobody checked the device after his fall. They never looked at the patient and nobody offered to fix it. They told the patient it was too dangerous to go and fix it yet he was ¿losing his leg¿.